Manufacturer narrative:
Pump was received with faded serial number label, cracked battery tube threads, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture. Unable to perform occlusion test or displacement test due to missing reservoir tube retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had pump had worn away and pump was generally scuffed and insulin delivery stopped during take off on insulin pump. The customer¿s blood glucose level was 6.5 mmol/l. The insulin pump will be returned for analysis.